Event description:
IV infusion pump did not detect air in the line and did not stop the infusion after the bag was empty. IV pump would not turn off even after pressing emergency stop button. Pt was disconnected from pump. Pump was programmed to infuse 999 nss bolus over 1 hour. Volume was set correctly. Pt reported chest pain, shortness of breath and tingling sensation in her arm. All symptoms resolved.